Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient's dermatologist prescribed two different medications. Initial follow up indicated that the irritation was much better until she placed the lifevest on again. The irritation began again. The final medical outcome is unknown.